Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited an out of range impedance lead warning. It was noted that this is a known chronic issue and the device is functioning as programmed. No action was recommended, and a company representative was not contacted as this is a known issue. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high bipolar and unipolar impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.